Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device failed the self-test due to a low battery on the (B)(6) 2012. The device records multiple manual power ons, some of 10 minutes duration, between the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test fails may be due to the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.